Manufacturer narrative:
(B)(4). No related complaint received with return of device. Final analysis found that a partial lead was returned. Visual examination noted an insulation abrasion at 4.6 cm to 5.1 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device. (B)(4).

Event description:
This report is to advise of an event observed during analysis.